Event description:
It was reported that during a tka procedure, when moved to tibia to put cutting block on and drill holes for cutting block, it was noticed that the burr was spinning in space while it was on speed control. They used the point probe to poke first two holes (to have a starting point for the burr to rest in). They tried to use burr again, but it was still spinning in space. It was changed to float tibial block on spike rod w virtual angel wing. However, the doctor got aggravated because he couldn¿t hold it all at once and pin the tibial cutting block. There was a delay of 10 minutes or so to pin the block, but it didn't work so we went back to try burr holes again but it wasn't working, and he can¿t rogue mode. We went in with a 3.5 drill to drill the holes we originally created in the tibia with the point probe. The 3.5 drill wasn't enough in diameter so we pretty much had a "speed controlled" rogue mode and he drilled holes for his tibial cutting block just fine. We go to visualized tibia with the visualize piece and it wouldn't retract the burr. At this point, they went back in "femur" on the navio, then back to "tibia" " visualize" and it retracted, and the tibia was cut perfect. We now move to prepare femur for cutting block holes. The problem still remains that the hand-piece burr is still spinning in space, he's not comfortable with this, so we got to poke holes with the point probe. The pointer was off in reference to the pink, green, and blue. It was still punched. When visualized, the holes created were not where navio had planned. They went back and forth visualizing and analyzing the femur. The checkpoints were verified, the first number read 20.9 and the next two number read 3.4 mm off. The procedure was completed manually with s&n instrumentation.